Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the endoscopic colorectal surgery, it was noted that the pan detached from the reload. Another device was used to complete the surgery. The metal scraps of reload were not on the home position, the pan did not separate from the cartridge while in use and inside of the patient, and it was not reported if the pan separated while loading or unloading the cartridge in the jaws of the device. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a03g. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned unfired with the cartridge pan partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.